Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model:sc-2317-70; serial: (B)(6); batch: 7080962.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the spinal cord stimulation (scs) leads. The patient underwent a revision procedure wherein the old leads were replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted devices will not be returned per facility policy.